Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was implanted due to an aneurysm. According to the report, prior to the surgery, the device was found to be leaking during testing. Reportedly, the physician replaced the device to successfully complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Approximately 23 cm of the ventricular catheter was returned. The returned catheter was patent and met the requirements for leak testing. Therefore the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of the manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.